Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized for low blood glucose levels. It was reported that the customer passed out and had a convulsion prior to hospitalization. Customer stated that he does not eat a lot which may have contributed to low blood glucose levels. It was reported that the customer has low blood glucose levels in the mornings and on weekends. Troubleshooting performed and pump appeared to be operating normally.